Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - the health of the bone and gums which support the teeth may be impaired or aggravated' and "a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". The treating doctor shared that the potential root cause of this event could have been the aligner use and the patient's preexisting conditions such as grinding (bruxism), clenching, and traumatic occlusion. Align review of the available records show that the patient presents an edge-to-edge bite with heavy incisal contacts involving tooth 4.1 (traumatic occlusion). The patient required a tooth extraction (permanent impairment of a body structure), and the invisalign system aligners were being used, and therefore this event is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Event description:
The treating doctor reported that the extraction of tooth 4.1 (lower right central incisor) was required after developing a compromised periodontal condition and mobility while using the invisalign product. The patient is still wearing the invisalign treatment.